Manufacturer narrative:
Visual inspection: the returned part underwent a visual inspection. The inspection confirmed that the 500-18-102 staple has a broken leg tip. This is consistent with the event description and the provided x-rays. The complaint was confirmed. The surface of the staple is smooth and consistent throughout, with no scratches or deformities except for the break site. A magnified view of the break site shows it is likely the break started from a crack forming on the inner side of the staple leg and propagating out until a complete break occurred. It is unlikely that a crack was present on the staple prior to implantation as the staple is manufactured from a continuous piece of wire. Patient non-compliance was disputed by the patient. The break site is unusual as stress concentration is expected to occur at the corners of the staple or the land sites of the legs, but the break occurred at a different site. The cause of the stress concentration at the break site cannot be determined. Dimensional inspection: the returned 500-18-102 staple was inspected for all critical features on drawing 500-00-102 revision b (current revision, revision of returned staple is unknown). The staple is within specification for all critical features that could be inspected. The inspection included the length of the staple bridge, the thickness and width of the staple wire, the length of the remaining leg, a visual inspection for the presence of a land on the remaining staple leg and the length of the land. DHR review: review of the batch history record for the staple could not be completed as the lot number is unknown. Complaints review: review of previous complaints was performed for the period of january 2017 to september 2018 for broken staples. The following events were identified: one 500-18-102 and one 500-15-101 staples broke prior to fusion occurring. Patient non-compliance was confirmed. Additionally, in this ccr 18-08-004, during the revision surgery, the 500-20-101 staple broke. It was reported that the surgeon's technique was not very steady and it may have contributed to the break. X-rays of the site prior to the revision surgery show that the 500-20-101 staple was not broken prior to the surgery. Surgical technique review: two staples (500-18-102 and 500-20-101) were implanted on (B)(6) 2018 for an mpj fusion procedure. The patient reported pain and it was discovered that the 500-18-102 staple had broken prior to fusion occurring. A revision surgery was scheduled for (B)(6) 2018 where the surgeon removed the broken staple (expect for the broken-off tip) and attempted to implant a screw across the joint to stabilize it. The surgeon experienced difficulties during the screw insertion - it was reported that the surgeon's technique was not straight or steady. The second staple (500-20-101) was broken during the revision surgery. The surgeon completed the revision surgery by utilizing a plate to stabilize the site. There are no indications from the event description that the applicable ifus were not followed, although the surgeon experienced difficulties during the procedure leading to the break of the remaining staple. Conclusion: visual inspection of the returned part confirmed the complaint - the 500-18-102 staple was broken. The returned part was within specification for the remaining critical features and the cause of the stress concentration at the break site cannot be determined. The event of a broken staple has been observed in one other case due to patient non-compliance. The second broken staple in this case occurred during the revision surgery and is not part of this MDR reportable event.

Event description:
Dr. (B)(6) utilized a 500-18-102 staple to perform an mpj fusion on a (B)(6) male with good bone quality on (B)(6) 2018. The patient came in reporting pain on (B)(6) 2018 and fluoro was utilized to discover that the 500-18-102 staple was broken. The joint was semi-fused at this time and a removal/revision surgery was scheduled for (B)(6) 2018. At the removal case, dr. (B)(6) opened the osteotomy and removed all of the broken 500-18-102 staple except for the tip that was broken off and buried in the bone. Dr. (B)(6) plated the site with a 300-52-004 petite right mpj plate and the surgery was completed. The patient claims that the injury did not sustain trauma that would cause the implant to break. The broken 500-18-102 staple was returned to corporate for review.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-8 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Catalog # and serial # (d4) not utilized by trilliant surgical. 3. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 4. Lot # and unique identifier (UDI) # (d4) could not be confirmed. All possibilities are listed below. 5. Reprocessor name and address (d9) n/a to this report. 6. As a result of item 4 above, device manufacture date (h4) could not be confirmed. All possibilities are listed below. 7. Section h9 n/a to this report. 8. No files attached to this report. --corrected information provided in follow-up submission a1 a2 b4 b5 - description of event/problem for initial submission - corrected to not identify any physician or institution by name. D2 - common device name (product code is correct in initial submission) d3 - email address removed and fax number added. D4 - catalog #, serial # e1 - initial reporter (and subsequent telephone number) corrected to the doctor who reported the event to the sales representative. Address added. Sales representative's email address removed. G3 - report source corrected to distributor and health professional and selection for company representative removed. H6 - device codes - 2993 removed, 1260 and 3110 added. Method code - 3331 added. Additional information provided in follow-up submission: g1 - name (and email address) updated as different personnel is submitting the follow-up submission than submitted the initial submission. Investigation summary: DHR review: while the specific lot number of the involved implant (18mm x 15mm x 15mm staple, 500-18-102) could not be identified, the following lot numbers were identified and reviewed as possibilities: 1. Lot #12723-01 [manufactured 12/22/2017, UDI (B)(4)] which had no associated nonconformance reports (ncrs) or reworks (rwks). Lot #12723-01 had one (1) associated deviation; deviation (B)(4) required the identified staple lots to undergo validation activities prior to receipt into finished goods inventory. 2. Lot #12723-02 [manufactured 12/22/2017, UDI (B)(4)] which had no associated nonconformance reports (ncrs) or reworks (rwks). Lot #12723-02 was also associated with deviation 17-0049. As a result of this DHR review, this deviation did not find any adverse events that correlate to the staple failure reported in this MDR report.

Event description:
Doctor 1 utilized a 18mm x 15mm x 15mm staple (500-18-102) to perform an mpj fusion on a 53-year-old male with good bone quality on (B)(6) 2018. The patient came in reporting of pain on (B)(6) 2018 and fluoro was utilized to discover that the 500-18-102 was broken. The joint was semi-fused at this time and a removal/revision surgery was scheduled for (B)(6) 2018. At the removal case, doctor 1 opened the osteotomy and removed all of the broken 500-18-102 except for the tip that was broken off and buried in the bone. Doctor 1 plated the site with a petite mpj vlc gridlock plate right (300-52-004) and the surgery was completed. The patient claims that the injury did not sustain trauma that would cause the implant to break. The broken 500-18-102 was returned to corporate for review. On (B)(6) 2019 additional information: the sales representative followed up with the surgeon about the status of the patient. The surgeon stated that the patient "is doing well. In a cast" and also provided x-rays from (B)(6) 2018, after the revision surgery. On (B)(6) 2018 additional information: the sales representative informed trilliant surgical that the revision surgery where the plate was inserted was successful. The patient is doing well and transitioning to a boot after 6 weeks in a cast. X-rays were provided.